Event description:
Customer called to report that a few milliliters of fluid had leaked from the front of the coulter ac.t diff analyzer, and onto the counter. Customer was not wearing gloves, goggles or laboratory coat, but stated that there was only skin contact with the fluid when she touched the counter to see if it was wet. Customer stated that she was not harmed by the contact, and that she washed her hands immediately after contact with the fluid, and did not seek or require medical attention. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and reported that the wbc (white blood cell) bath overflowed due to worn waste pump peristaltic tubing. The fse replaced the worn peristaltic tubing, after which the bath drained properly. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).